Event description:
Drilled wire into cto. When pulling back it unraveled and as stuck at the end. When placing guideline, it popped loose. So, wire was removed. Product had patient contact but no patient harm.